Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following multiple recapture and re-positioning attempts, it was observed that the tail end of the delivery catheter system (dcs) popped out, and it was unable to continue to attempt placement of the valve. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {evolutpro-26}; product lot/serial number (B)(6); select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following multiple recapture and re-positioning attempts, it was observed that the tail end of the delivery catheter system (dcs) popped out, and it was unable to continue to attempt placement of the valve. No patient complications were reported as a result of this event. Additional information was received that the valve was recaptured two times due to difficulty in positioning the valve within a pre-existing surgical valve. Additional information was received that the previously implant surgical valve was a non-medtronic valve. A new dcs and valve were used to successfully complete the procedure.

Manufacturer narrative:
Image review: a single image of the delivery catheter system was provided for review. It was reported that multiple recaptures were performed; however, the exact number of recaptures was not specified. As stated in the instructions for use: the bioprosthesis is recapturable during deployment before the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment. Deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. The image demonstrates that the tip retrieval mechanism is detached from the blue hand rest. This condition was reported to have occurred during the procedure, after which further attempts to position the valve were not possible. It remains unclear whether the valve was released. It is important to note that a fluoroscopic valve load inspection was not provided, which precludes verification of proper valve loading, and the number of recaptures performed is unknown. Updated data: b5. E1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured two times due to difficulty in positioning the valve within a pre-existing surgical valve.